Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during initial implant procedure, patient's lead exhibited out of range impedance and high capture threshold. It was also found that the lead was not able to pace. The lead was not installed during the procedure on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The reported events of high lead impedance, no pacing and inadequate capture were not confirmed. As received, a complete lead was returned with a stylet inserted. Electrical tests did not find any shorts or discontinues on any of the conduction paths. No anomalies were found.